Event description:
The device was used during an esophagectomy. Reportedly, the anvil did not tilt and the instrument did not cut. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.